Event description:
In 2002 the end-user called disetronic, USA and stated that pt was hospitalized with hyperglycemia. When the infusion set was removed the soft cannula was bent. The following month maersk medical a/s rec'd the complaint. No samples have been returned.